Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: parts will not be available for return. Parts have been discarded post laboratory analysis device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: event year is reported as 2020; however exact date of infection development is unknown. 510k: this report is for an unknown cmf screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient with an avm-rapture in 2018 was treated with a bone lid implantation in form of a cad plastic on (B)(6) 2020. It resulted in a festering wound. Explantation of cad plastics was performed on (B)(6) 2020. Cad plastics will be sent to the laboratory at the customer's hospital to check for a possible bacterial contamination. Patient is well and in stable condition. A second surgery will be necessary; however there is no planned surgery date for implantation of the new plastic. No further information provided. Concomitant devices reported: psi sd800.444 peek implant (part # sd800.444, lot # 56p6232, quantity 1); psi sd800.435 peek implant (part # sd800.435, lot #56p6235, quantity 1); plate-cmf (part # unknown, lot # unknown, quantity unknown). This report is for unknown cmf screw. This is report 3 of 4 for (B)(4).